Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens but the lens tore. There was pt contact but no injury. The reporter stated it was unknown as to why the lens tore.